Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of bleeding (hemorrhage) and vessel perforation or laceration, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of perforation appears to be related to procedural conditions and due to the insertion of the sgc. The reported hemorrhage was likely a secondary effect of the perforation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During deployment, a knot was observed in the lock line. The knot was cut with scissors and the clip was deployed successfully. After the steerable guide catheter (sgc) was removed, severe bleeding was observed. The physician believed that the femoral artery was punctured during sgc insertion. The bleed was treated, but the treatment was not specified. One clip was implanted, reducing the mr to 1-2. The patient had a good outcome. No additional information was provided.